Manufacturer narrative:
(B)(4). Batch # n53u65. The analysis found that one ec60a device was returned with no apparent damage and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch and lot.

Event description:
It was reported that during a lobectomy procedure, after fired, the jaw could not open. The indicator showed the knife had been returned; pressed the reverse button, but it did not work. The surgeon followed up with the instructions for use to try to open the jaw, but it did not work. Finally, the surgeon took out the device slowly as there is small gap between the jaw and tissue. For the stake of safety, another like device was used to complete the procedure. There were no adverse consequences for the patient reported.